Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and straps were used to secure mesh. The patient experienced a relapse. The patient underwent a re-operation. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.